Event description:
It was reported that the ilet indicated it was out of insulin shortly after insulin was dosed and the patient ate, leading to hyperglycemia with a blood glucose of 310 mg/dl; the caregiver was advised that pausing the ilet was not required and to change supplies upon returning home, and troubleshooting and education were completed. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no medical intervention, no hospitalization, and no follow-up required. Investigation included complaint intake review and user troubleshooting focused on insulin supply status and device use education. Investigation of this case revealed an out-of-drug condition with unclear cause, without evidence of device malfunction, and the event was resolved through supply replacement guidance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.